Event description:
Customer reported that the t:slim x2 pump battery would not charge, even after trying different charging cables and wall adapters. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, the customer planned to use multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged to send a replacement pump, advising the customer on steps to follow and instructing them to return the malfunctioning pump.